Event description:
It was reported that the patient had been out walking and felt week; they took their pulse and it was down to 34 bpm and at the same time an atrial fibrillation (af) episode was stored. Device programming changes were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).